Event description:
It was reported that on literature review "the clinical application of coblation-assisted adenotonsillectomy for treatment of the infant with sleepdisordered breathing", 1 patient had a secondary bleeding 5 days after a coblation-assisted adenotonsillectomy using a evac 70 wand and the coblator ii surgery system. The event was resolved returning to the operating room for hemostasis. Patients outcome are unknown. No further information is available.

Manufacturer narrative:
Internal complaint reference (B)(4). Article cite: yi xinhua liu dabo huang zhenyun zhong jianwen, 2014, clinical application of low-temperature plasma in sleep-disordered respiratory disorders in infants and young children, 3900 journal of practical medicine vol. 30, no. 24.

Manufacturer narrative:
H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A complaint history review found similar reported events. Insufficient product identification information was provided and thus a manufacturing record review could not be conducted. Based on the information available, there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. Insufficient product identification information was provided and thus a risk management review could not be conducted. Per the complaint details, study patients (cited from a literature review) ¿the clinical application of coblation-assisted adenotonsillectomy for treatment of the infant with sleep disordered breathing,¿ references ¿1 patient had a secondary bleeding 5 days after a coblation-assisted adenotonsillectomy using an evac 70 wand and the coblator ii surgery system. However, the journal article documents 2 children experiencing ¿secondary hemorrhage¿ and ¿postoperative bleeding¿ at day 5 and day 9 after surgery. Reportedly, the patients ¿returned to the operating room to stop the bleeding.¿ smith and nephew has not received the device and/or adequate documentation to fully evaluate the root cause of the reported event. Therefore, the root cause of the reported (¿secondary bleeding¿ and subsequent treatment of ¿hemostasis in the operating room¿) beyond that which was documented in the aged article cannot be confirmed nor concluded. No further medical assessment is warranted at this time. Should additional information/documentation become available, the clinical/medical task may be re-opened for further evaluation. There was no way to determine if the device contributed to the reported event. The complaint was not confirmed, and the root cause could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.